Manufacturer narrative:
This report is filed on november 29, 2016.

Event description:
It was reported that the patient's device was explanted on (B)(6) 2016 due to infection at implant site. Re-implantation is planned but has not taken place as of the date of this report november 29, 2016.

Manufacturer narrative:
Per the clinic, it was reported that the infection experienced by the patient was not device related. The device was explanted due to a breakdown of the skinflap. This report is submitted (B)(6) 2017.